Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoidectomy procedure. For the first firing, the surgeon check the jaws opening and closing with no problem. Then inserted the device through the trocar and tried to open the jaws, however, could not. The surgeon could not articulated the jaws either. Removed the device from the trocar, opened the jaws with the manual adapter tool and removed the reload from the adapter. After the sterilization, re-inserted the battery and reset the device and it reacted normally. There was no patient harm. The status of the patient is no problem.